Event description:
New etq record created in order to update etq (legacy system wpc (B)(4). Reason for original complaint: patient was revised to address pain and osteolysis. Doi (B)(6) 2007 - dor (B)(6) 2011 (right hip). **update: (B)(6) 2013 -litigation papers received. Litigation alleges the cup eventually detached, disconnected, created metallic debris and/or loosened from the patient's acetabulum. It is further alleges elevated metal levels and squeaking and thumping in the hip. An unknown cup has been added and reported to address loosening.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: unavailable. See section d for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these device's are exempt from device history record review. A search of the complaints databases was not possible against the unknown stem product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system (B)(4). Reason for original complaint: patient was revised to address pain and osteolysis. Doi (B)(6) 2007 - dor (B)(6) 2011 (right hip). Update: 3/28/13 -litigation papers received. Litigation alleges the cup eventually detached, disconnected, created metallic debris and/or loosened from the patient's acetabulum. It is further alleges elevated metal levels and squeaking and thumping in the hip. An unknown cup has been added and reported to address loosening. Update rec'd 11/10/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient also had metallosis. There was metal debris throughout the capsule. At this time the patient's femoral stem is being reported for the elevated metal ion levels. The complaint was updated on: 12/03/2015.

Manufacturer narrative:
(B)(4)